Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that no image was caused by the defective video connector and light-emitting diode on front panel does not work was caused by the defective front panel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center video connector was worn. The issue was found during a diagnostic laryngoscopy procedure. The procedure was completed with the same device without delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no image when shaking the defective video connector, and the lamp key on the front panel did not work due to the defective front panel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation of "video connector was worn" was confirmed. Also, the evaluation found the front panel was aged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.